Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was slightly elevated.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.